Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Product was received for evaluation. Voltage test was performed and failed. However, the returned product does not match the alleged product. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Event description:
It was reported that signal loss over one hour occurred. Product was received for evaluation. Voltage test was performed and failed. However, the returned product does not match the alleged product. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).